Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at an unspecified location. Insulin pump received with cracked retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to cracked retainer ring. The following were noted during visual inspection: retainer knit line damage, cracked retainer, cracked reservoir tube lip and pillowing overlay. Customer returned pump due to a crack in the insulin pump. Retainer knit line damage, cracked retainer, cracked reservoir tube lip and pillowing overlay confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.